Event description:
Two falsely elevated troponin I results were obtained on a pt sample. The results were not reported to the physician. The sample was repeated on the same analyzer and a negative result was obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service rep (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r1 arm and drain problems causing carry into the cuvette. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.